Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had an optical sensor module abnormality. The device was replaced with another device, pumping continued until just before the replacement so treatment was interrupted for less than 1 minute. There was no health hazards reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) checked the device but it was not reproducible. The device was monitored and while checking the hospital equipment it discovered a significant discrepancy in the current time. There is a possibility that there is an abnormality in the time information obtained from the rtc, so fse says rtc internal battery exhausted, so the rtc has been replaced. Various calibrations have been performed after the replacement. The equipment is working well and unit returned to customer.